Event description:
It was reported that during an abdominal hysterectomy, that was converted to a small bowel resection, when they went to do a side to side anastomosis. The anastomosis failed because the staples did not form their b shape. It is unknown how the case was completed. The patient received a colostomy bag. The patient is doing well.

Manufacturer narrative:
(B)(4). Date sent 2/5/2024. D4 batch #unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the correct product code? What was the diagnosis? What was the procedure? Was the bowel resection performed as part of the hysterectomy? Was it a small or large bowel resection? Why did the patient get a colostomy? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. Additional information was requested and the following was obtained: what is the correct product code? - not available, the product had been thrown away post-op and we were not informed of the code used. What was the diagnosis? - cancer in the bowel what was the procedure? - total abdominal hysterectomy was the bowel resection performed as part of the hysterectomy? - hysterectomy was the main indicated procedure until the surgeon made the call on performing a bowl resection. Was it a small or large bowel resection? - not entirely sure, the surgeon did not clarify and is refusing to give more details. Why did the patient get a colostomy? - according to the surgeon - the staples did not form once the tlc was fired which caused an anastomotic leak.